Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine, exhalation valve, and flow sensor module were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak. There was no report of patient involvement.